Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy. It was reported that they have been looking for a new urologists. Pt said they got their stimulator to help with bladder retention and bowel, their bowel is paralyzed, sometimes it does not work for both bladder and bowel at the same time. Pt said right away after getting interstim they noticed shocks, they are sure they had stim turned up too high they didn't know what they were doing and typically found a program that worked well until they started getting shocks again so had to change to a different program that caused infection and backup and stuff. Pt said their doctor told them to turn it up until they feel it and the doctor had switched them to a new program about 6 weeks ago and yesterday they switched the program because they could not take the shocks anymore and today pt has been trying to change to another program where they don't' feel the shocks when they turn it up but they have tried 4 programs and they all cause shocks when pt turns it up. Pt asked if that causes them to be ruled out. Reviewed stim sensation information, interstim therapy optimization information and recommended keeping a symptom diary. Asked pt if they notice shocks when the setting is lower and pt did not respond. Pt said, eventually they got it down to one that did not shock them they left it where it did not shock and they left it the same way for a while even though it wasn't helping their bladder that well so they had been getting infections for 2 years, because they don't like to change it because of the shocks, "it's like shock therapy" and it's like you "can't use legs or something" so they were prone to not change the program pt said the doctor had told them to change it as their bladder changes, if they are retaining more then they need to change the program. Offered and emailed quick guide. Pt described difficulty finding a new doctor after they moved and difficulty working with the only doctor close to them. Pss checked and there were no other close by doctors on the physician listings website, offered to email the reps to ask if they knew of some closer doctors who may not be on physician listings. Redirect to doctor. Pt asked about a faster charging speed but did not make any allegations against their charging equipment. Reviewed information.